Event description:
It was reported that a spectrum pump constantly displayed a close door message. It was reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported symptom by observing a "door not fully latched" alarm that relates to the reported "constant close door" message. Review of the event history log revealed multiple "door jammed" messages. The door latches close, but w/excessive force being required to close door. The door hooks and latch pins were replaced.